Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. It was reported that the physician had been concerned of a granuloma. An MRI with and without contrast had been ordered but the patient had only wanted to do with contrast due to being in pain.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; serial#: unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.